Event description:
During a survey conducted as part of post market clinical follow up, the customer claimed that there was a discrepancy in the device¿s temperature readings. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During a survey conducted as part of post market clinical follow up, the customer claimed that there is a discrepancy in the device¿s temperature readings. The device was in use on a patient. There was no report of patient or user harm.